Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the lead helix was stretched, which was likely induced in the field. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. An elective revision procedure was performed. All measurements prior to open-pocket were within normal limits. During the implant procedure, the right ventricular (rv) lead was repositioned however, no ventricular escape was detected. The chronic right atrial (ra) lead was then repositioned into the rv in order to provide adequate pacing. The rv lead was attempted to be repositioned within the rv however was unsuccessful. The repositioned ra lead was left in the rv and a new ra lead was implanted in the ra. The rv lead was placed out of service. No adverse patient effects were reported.